Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. Visual and functional assessments were performed which found that the oil fill cap was causing the lack of pressure which would not allow the completion of the pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified neuro surgery, it was observed that the foot control device was not holding pressure. The reporter also reported that the oil fill cap was missing. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.